Event description:
It was reported that loss of capture and high pacing thresholds were noted on this right ventricular (rv) lead 2 weeks after implant. A micro dislodgement was suspected, though no visible changes were noted on x-ray. As a result, this lead was revised and remains in-service. No additional adverse patient effects were reported.